Manufacturer narrative:
(B)(4) the customer provided an image showing the guidewire advanced into the catheter. The customer returned one guidewire and a catheter for evaluation. The guidewire was not fully advanced through the catheter and showed evidence of use. Visual analysis of the returned sample confirmed that the guidewire had advanced through the distal extension line. Evidence of biological material was observed within the distal extension line, on the guidewire, and on both the internal and external surfaces of the catheter body. The j-bend was found to be misshapen after the guidewire was pulled out from the distal extension line. Microscopic examination confirmed the presence of kinks. Both welds were intact and appeared full and spherical. Visual and microscopic examination of the catheter revealed no apparent defects or anomalies. The kink in the guidewire body was measured at 444 mm from the proximal tip. The guidewire measured 450 mm in length, which is within the specification of 444mm-456mm per guidewire product drawing. The outside diameter of the guidewire measured 0.44mm, which is within the outer diameter specification of 0.43-0.46mm per guidewire product drawing. The catheter body length measured 3.5", which is within the specification of 3.25"-3.75" per catheter product drawing. The catheter outer diameter at the tip measured 0.071", which is within the specification limits of 0.069-0.074" per the catheter extrusion drawing. The catheter inner diameter at the tip measured 0.660 mm, which is within the specification limits per the catheter product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit, which states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of the catheter to maintain a firm grip on the guidewire." A lab inventory guide wire of the same diameter (measured 0.44 mm) as the returned guide wire was threaded through the distal lumen of the catheter and was able to advance with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer reported a kinked guidewire and provided an image showing the condition. Evaluation of the returned sample confirmed the report, with the j-bend found kinked after removal from the distal extension line. Despite the damage, the guidewire and catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. No evidence of a manufacturing issue was observed during evaluation of the returned guidewire and catheter. Based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " doctor reports that the spring guidewire got stuck in the catheter lumen. He removed the catheter with swg inside and did new procedure with new set." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that " doctor reports that the spring guidewire got stuck in the catheter lumen. He removed the catheter with swg inside and did new procedure with new set." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".